Event description:
On 6/apr/2021, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent a pd catheter (not a fresenius product) procedure (specifics not provided), due to drain complications. During intake, the patient reported more frequent drain complications were occurring since undergoing the procedure. During follow-up later the same day, the patient's pd registered nurse (pdrn) reported the patient was expected at the outpatient dialysis clinic to undergo an examination of the pd catheter (not a fresenius product). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).